Event description:
Complainant alleged that the clinicians were attending a patient who had passed out. The clinicain was unable to find a patient pulse and attempted to monitor the patient's heart rhythm, but the device would not power up in either ac or battery mode. The clinician then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The clinician was able to revive the patient, who then exhibited a pulse and good blood pressure.